Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and 2:1 heart block. The right ventricular (rv) lead exhibited no capture, high threshold, increase in impedance and high impedance. The implantable pulse generator (ipg) exhibited no capture and reached elective replacement indicator (eri). The lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.